Event description:
This lead was implanted on (B)(6) 2005 and explanted on (B)(6) 2011 due to a fracture. The physician was dr. (B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).